Event description:
When needle is held down to shield it, if a drop of blood is on the tip of the needle, the blood will splash back onto you. Rptr had a drop of blood fly back and hit them on the face. Rptr now does not shield it before disposing of needle into sharps box.